Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the chronic high atrial rates reduce longevity of devices programmed ddd(r) and atrial sensing on. Device power consumption increases, proportional to the additional processing for sensed atrial events.

Event description:
It was reported that this pacemaker was returned with no field allegations against device performance. This pacemaker failed the labeled longevity calculation. There were no reported adverse patient effects.